Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak in the coulter ac.t diff analyzer. Customer reported that the red blood cell (rbc) bath was leaking after it overflowed. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the tubing through valve lv14 was clogged. The fse replaced the tubing through valve lv14. The fse verified the repairs were performed per established procedures.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).